Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Lab analysis: visual analysis of the photographs identified: pruritus: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "pruritus/discomfort" and "biocell replacement." Physician later reported "implant rupture, inflammatory process, can't rule out malignancy", "grossly broken, free silicone". Device has been explanted and replaced.